Event description:
The patient underwent a successful stent assisted coil re-embolization for an unruptured basilar tip aneurysm. During the procedure, a cerebral infarction was noted in the treated territory in the region of the medulla oblongata and thalamus. The physician administered slonnon, dose unknown. The physician believed that the stroke was caused by thrombosis that was related to the stent. Approximately 2 months later, the patient was transferred to a rehabilitation hospital.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke and thrombosis are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent a successful stent assisted coil re-embolization for an unruptured basilar tip aneurysm. During the procedure, a cerebral infarction was noted in the treated territory in the region of the medulla oblongata and thalamus. The physician administered slonnon, dose unknown. The physician believed that the stroke was caused by thrombosis that was related to the stent. Approximately 2 months later the patient was transferred to a rehabilitation hospital.

Manufacturer narrative:
Device implanted in patient.